Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to flattened down arrow dome switch. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with missing end cap sticker and scratched lcd window. No scrolling screens noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the buttons on the right hand side of the insulin pump were unresponsive. The insulin pump alarmed button error. The insulin pump was exposed to moisture. Customer's blood glucose level was 162 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.